Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). Taper I. The reporter of the complaint was asked to return the product for analysis. The information has not yet been received by allergan. Based upon the catalog number and partial implant date provided by the reporter the connector type is assumed to be a taper I. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the serial number, patient data or further event details.

Event description:
Patient reported the port of a lap-band system "broke." This event was first noticed when the patient experienced "abdominal pain." The port of the lap-band system was removed and replaced.